Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the safety disk which resolved the issue. The unit was handed to the customer in good working condition.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit needs safety disc replaced. There was no patient involvement.

Manufacturer narrative:
Firm has provided updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit needs safety disc replaced.